Event description:
According to the complainant, during the procedure, an additional hole was observed on the distal end of the catheter tip which causes contrast to back up into the bladder. The procedure was successfully completed with another flexima open end ureteral catheter. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Device discarded.